Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a break in the catheter tip occurred. During rf (radiofrequency) erogation, the catheter started to "jump" on the monitor and the error 401 minor distortion appeared on the carto 3 system. The catheter cable was replaced but didn't resolve the issue. The medical team discovered blood in the catheter tip and decided to replace the catheter--this resolved the issue. The surgery was delayed by approximately 10 minutes. The medical team discovered that the catheter tip was broken and blood entered around the spring. There was no difficulty in removing the catheter. The procedure was completed. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-dec-2023, the product investigation was completed. It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a break in the catheter tip occurred. During rf (radiofrequency) erogation, the catheter started to "jump" on the monitor and the error 401 minor distortion appeared on the carto 3 system. The catheter cable was replaced but didn't resolve the issue. The medical team discovered blood in the catheter tip and decided to replace the catheter--this resolved the issue. The surgery was delayed by approximately 10 minutes. The medical team discovered that the catheter tip was broken and blood entered around the spring. There was no difficulty in removing the catheter. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No magnetic sensor errors or jumping icon issues were observed. A manufacturing record evaluation was performed for the finished device 31104159l number, and no internal actions related to the reported complaint condition were identified. Since reddish material inside the pebax was observed, this could be related to the magnetic and icon jumping issues reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).